Event description:
It was reported that the customer had low blood glucose levels of 40 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer recorded a sensor glucose reading of 70 mg/dl when his actual blood glucose level was 40 mg/dl. The customer stated that the paramedics were subsequently called and treated by them at his house. The customer reported another instance in which the insulin pump's threshold suspend feature was activated followed by a high alert and then an hour later a low alert. The customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.